Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, mitral valve replacement (mvr) was performed and this sjm epic valve was implanted in the mitral position. Concomitantly, a de vega annuloplasty was performed. On (B)(6) 2016, the patient presented to the hospital with respiratory discomfort and was hospitalized for congestive heart failure (chf). An echocardiogram revealed possible prosthetic valve endocarditis (pve). Medication was administered for chf and the pce. On (B)(6) 2016, tee revealed vegetation formed over the mitral valve. Antibiotics (abpc/sbt, gm, ctrx) were administered. On (B)(6) 2016, re-do mvr was performed and the valve was explanted. Blood cultures were negative; however, there was a vegetation less than 1 mm over the extent from a3 to p3. Cuspal perforation and prolapse were observed. A carpentier-edwards perimount magna ease mitral heart valve (size unknown) was implanted. Tissue diagnosis of the explanted epic valve revealed a perforation. Fibrous thickening and mild calcification were observed on the annular side. Neutrophils, lymphocytes, plasma cells and macrophages became partially and actively infiltrated on the surfaces of the valve. Foam cells and multinucleated giant cell were formed as well. Any formation of bacterial colony was not confirmed but it was deemed an infective endocarditis (ie). No granuloma or thrombus was adhered to the valve. However, the perforation on the valve was possibly caused by ie or suspected to associate with rheumatic valve disease. Per report, tissue form the atria was tested during the explant procedure and (B)(6) was identified.

Manufacturer narrative:
The results of this investigation concluded cusps 1 and 3 contained tears. No vegetations, acute inflammation, or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.